Manufacturer narrative:
Batch review performed on 22 june 2023: lot 1910205: 50 items manufactured and released on 02-jan-2020. Expiration date: 2024-dec-09. No anomalies found related to the problem. To date, 39 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a primary implant of gmk sphere was made on (B)(6) 23. The x ray performed at the first month follow up ((B)(6) 2023) showed a radiolucency that could refer to the polyethylene inlay that appeared completely displaced anteriorly. We do not have information about the clinical status of the patient. The root cause of the inlay displacement could be the incorrect engagement during the first surgery. The patient underwent a new surgery to revise the insert ((B)(6) 23) and it concluded successfully. Additional item involved in the event, batch review performed on 22 june 2023: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 2240400 lot 2240400: 24 items manufactured and released on 25-jan-2023. Expiration date: 2028-jan-09. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed 2 months after the primary surgery due to intra-prosthetic dislocation of the liner from the tibial tray. The surgeon reported that the liner was not properly engaged during the primary surgery. Only liner revised with a 10mm liner.